Event description:
I got essure (B)(6) 2014. Since then I have had severe pain in my whole body. Worst pain is in my abdomen and back. Severe bloating always. I am always asked when I am due. Not cool. I have been diagnosed with severe depression since essure. I have a one and four year old to take care of. I cannot hardly do that because my body hurts so bad. I have gained 30 lbs since essure. I have never had a weight problem before. I feeling like I am slowly dying. Thanks to essure. It needs to be taken off the market. I am one of the (B)(6) women on essure problems on (B)(6). We are real and all have children that we can barely take care of because of essure. Most of us cannot afford to pay for a hysterectomy to remove them from our bodies. I am (B)(6) but feel 95. I cry everyday about my pain knowing I can't just take it out and be the mom and wife I once was before essure. Thanks for reading my review on essure. I surely hope something happens soon about this terrible product!